Event description:
The complainant reported a damage power cord.

Manufacturer narrative:
The lab evaluation confirmed a damaged power cord. Ross standard procedure includes attempting to obtain all required information from the source.